Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted to treat stress urinary incontinence, cystocele, overactive bladder and somewhat small capacity bladder. The patient underwent another procedure on (B)(6) 2007 and obtryx was implanted. Additionally, on (B)(6) 2012, mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including cystoscopy with excision of vaginal mesh on (B)(6) 2009, revision of vaginal wall erosion on (B)(6) 2008 and robotic assisted transabdominal sacrocolpopexy, cystoscopy and mesh placement on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.